Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes have stoppers that are loose resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-oct-2025. Investigation summary : bd received 10 samples for investigation. One sample was received with the closure and tube separated. The remaining 9 samples were functionally tested for stopper defects and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout/loose closure based on the 1 sample received with the closure and tube separated. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes ,an unspecified number of tubes have stoppers that are loose resulting in blood leakage. There was no health impact or consequences reported.